Event description:
It was reported that post-implant to a laparoscopic gastric band procedure, the device had to be removed due to erosion. The surgeon stated that the patient had the band implanted in israel. He also mentioned that the band was secured very high on the patient. There was other reported patient consequence. Additional information has been requested, no other information is available at this time, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.